Event description:
The reporter states that he obtained the blood glucose result of 480 mg/dl on the accu-chek system in comparison to the professional meter result of 205 mg/dl. The results were obtained within a 10 minute timeframe. No reported actions taken. No adverse event reported. New system sent to customer and return requested.